Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube, a stopper popped out of the tube. There were no health consequences or impacts reported. The following information was provided by the initial reporter: "a dispenser tip is placed on the green top tube. The dispenser pierces the rubber stopper of tube allowing nurse to put blood in cartridge for I-stat analysis. When you try to separate the dispenser tip from the rubber stopper of green top tube, the rubber stopper is coming off as one unit with the dispenser."

Manufacturer narrative:
D.1. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes h.6. Investigation summary: bd received 2 samples for investigation. The samples were evaluated by visual and functional examination and the indicated failure mode for the stopper pull out with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pull out as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pull out. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification the of emerging trends.